Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint. Additional information d9 section.

Manufacturer narrative:
The device has been requested to be returned for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on the week of 18-nov-2024 involving a tego® connector where the reporter stated that the product's plastics, particularly that of the screw thread, are more rigid. The connector screwed on incorrectly, causing blood leakage. There was no exact number, up to 100 pieces of devices were reported. There was no report of the condition of the device at the time of the event. There were not any holes, cuts, tears or defects. The patient was not affected, and no patient was harmed.